Event description:
It was further reported that the physician's believed cause of the increase in seizures is a potential relapse of the patient's condition, but the physician is not able to rule out vns device malfunction. Per the physician, the patient's condition could be contributing to the increase in seizures.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has had an increase in seizures since their battery change and has had to be admitted to the hospital every 2 weeks for breakthrough seizures. It is noted that there are many magnet detections (100s-200s), although the patient states no electronic device is placed near his chest nor has had any recent MRI scans. The rise in magnet detection reportedly correlates with dates of hospitalization. Internal generator data was received and reviewed. No surgical intervention has occurred to date. No additional relevant information has been received to date.